Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. E1 establishment name: california department of public health microbial diseases laboratory branch reference MFR. Report: 1221359-2021-02704, 1221359-2021-02705, 1221359-2021-02707, 1221359-2021-02708, 1221359-2021-02709, 1221359-2021-02710.

Event description:
The customer reported false negative results with the binax now covid-19 ag card assay for multiple patients performed on multiple dates. This MFR. Report addresses patient (3) three of (7) seven. The customer reported false negative result on a direct tested nasal kitted swab with the binaxnow covid-29 ag card assay performed on (B)(6) 2021. Confirmation testing was performed with pcr and generated positive results (CT values not provided). Per the customer, the patient was symptomatic. Additionally, there was no injuries due to test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 130053 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 130053 , test base part number 195-430h / lot 134954. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 130053 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to the specific patient samples.